Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this device exhibited a battery rate of depletion not as expected based on the previous follow-up. No device changes have been initiated and the patient has been instructed to return in three months for another evaluation. No resulting adverse patient effects were reported.